Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during implantation of an intraocular lens (iol) the plunger stays hooked. The plunger either goes up or down. Additional information was requested and received stating the lens were implanted and there was notch on periphery of the lens. There was no impact on the patient.